Event description:
During a check-out procedure at the manufacturer's service center, an issue related to the device's active exhalation control module was found. The device was not in patient use. The device's active exhalation control module was replaced to address the issue.